Event description:
It was reported that during an unk procedure, the device would not refire after reloading. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/26/2008. Eval summary: the analysis results found that the instrument in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. Although no conclusion could be reached as to how the firing trigger teeth became broken, this damage can occur when excessive force is applied to the firing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.